Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused chest pressure and pain. The patient did receive medical intervention and reported to have had an chest x-ray and was prescribed antibiotics. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused chest pressure and pain. The patient did receive medical intervention and reported to have had an chest x-ray and was prescribed antibiotics the device was returned to the manufacturer's product investigation laboratory for further investigation. During the investigation, the manufacturer used a known good power supply and power cord and was able to confirm the device powers on and provided airflow. There were reboot error related to printed circuit assembly and continue error related to printed circuit assembly observed in error log. These errors were not reproduced with continued usage and do not impact this investigation. During the investigation, the manufacturer observed an unknown dust contaminant in the air inlet of the blower box, on the front panel, bower, blower seal, and blower box. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer concludes there was no evidence of sound abatement foam degradation.